Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device. Nothing unusual was noted during troubleshooting for the alarm. The alarm occurred during training while using a dummy tummy. The registered nurse (rn) facilitating the training reported seeing air in the dummy tummy. A technical service representative (tsr) explained the alarm and reviewed proper procedures with the rn. The rn planned on starting training over using new supplies. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.